Manufacturer narrative:
D9: date returned to mfg 5/29/2024. One device was received for evaluation. Visual inspection found a bubbled dso seal. A 'system fault 46440' was revealed in the event history log twice, as well as loss of power was logged three times, each time right after powering up the pump in the regular application mode. Functional testing was verified in the event log but was not duplicated. The root cause was unable to be established. The pogo pin insulators were removed. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the epidural pump screen turned off randomly and started chirping then the screen went blank and turned off. The device was showing a system fault error code 46440. The device had an intermittent connection. The event occurred during infusion. There was no patient harm/adverse event reported.